Manufacturer narrative:
Correction: after further review, the instruments were returned in the event with mfg. Report# 1723170-2019-03121. Hardware analysis of the lumbar probe found the tip to be bent and twisted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Instrument has not yet been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during cleaning and sterilization, it was confirmed that the thoracic probe tip and the lumbar probe tip were deformed. There was no patient present when this issue was observed. No additional information was provided.

Manufacturer narrative:
This information has been previously documented and filed in medtronic filing record number: (B)(4). The previously filed report was a duplicate and was filed in error. If information is provided in the future, a supplemental report will be issued.